Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso due to pelvic pain and ovarian cyst. It was reported that patient underwent excision of sling on (B)(6) 2012 due to erosion, sui and isd. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient experienced vaginal itching, vaginal discharge, vaginitis, urinary frequency, cloudy urine, nocturia, mixed incontinence, vaginal irritation, urinary tract infection, bleeding, and intrinsic sphincter deficiency. It was reported that the patient concurrently underwent laparoscopic assistes vaginal hysterectomy, bilateral salpingo-oophorectomy. (B)(4).